Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received indicating that this s-ICD device remains implanted, however replacing in the new future due to exhibiting oversensing of noise and inappropriate shock. The physician reported the patient exhibited signs of unknown psychological issues, due to inappropriate shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.